Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction internal fixation surgery with the nail and the screws for a humeral proximal fracture. During screw insertion, the screws came out of the nail at the d hole and the g hole and the screw was out of the screwdriver¿s grasp. It caused that the screw was inserted in a different direction from that in which it was drilled. The image showed that the screw came out of the nail. The screw was removed once and was reinserted. At the g hole, the drill bit momentarily interfered with the nail when drilling. Then, the screw came out of the nail. After all screws were inserted, the image showed that the screw came out of the nail. Therefore, only the g hole¿s screw was removed, and re-drilling and re-insertion were performed. The operation was extended by about 20 minutes due to reinsertion of the screws. The surgery was completed successfully with 20 minutes delay. The patient outcome was reported to be stable. No other medical intervention was required. This report involves one 4.5mm ti multiloc screw length 42mm-sterile. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a manufacturing record evaluation was performed for the finished device. Product code: 04.019.042s, lot: 5093p46. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 12 april 2023, manufacturing site: jabil grenchen, expiry date: 01 april 2033. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.